Event description:
A pixel issue on the pump display was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer acknowledged that the display issue affected their ability to interact with the pump, and tandem technical support arranged to replace the pump. The customer was informed about the backup therapy they would use to ensure uninterrupted insulin delivery, which would be multiple daily injections (mdi). Cts confirmed shipping details and provided instructions on how to put the pump into storage mode before returning it. The customer was advised on steps to take upon receiving the replacement pump and acknowledged understanding of all instructions.